Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-33023. Related manufacturer reference number: 1627487-2020-33025. It was reported that patient underwent surgical intervention for unknown reason at unknown date, wherein the leads and ipg were explanted. No additional information was provided.